Manufacturer narrative:
This emdr report covers the second of the two used d1000 tegos for inspection. Excessive seal tearing was found on the tego device. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this issue. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 06mar2025.

Event description:
This emdr reflects the testing results for one of two used tego devices. See h11 for details.